Manufacturer narrative:
Add'l catalog# 06f10-02. Add'l lot# a09280a.

Event description:
A remedial action has been initiated to notify customers. Abbott point of care notified the FDA (B)(4) district office, 02/24/2010 by telephone, of the remedial action. Abbott point of care inc has determined through internal review that certain lots of I-stat crea cartridges may generate depressed results for sample above the normal creatinine range (>2 mg/dl). Our internal studies have shown that there is a potential for depressed cartridge results of 15% to 25% at or near the end of the labeled expiry when stored above 25 degrees celsius for two weeks. At the time of the investigation, it was determined there were no complaints related to then above stated problem.